Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a quick bolus notification became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer was able to clear the notification and resume insulin delivery. Additionally, it was reported that the pump shut off unexpectedly. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for this issue; however, no response was received. There was no adverse impact to customer's blood glucose level.